Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked j2 or lcd keypad connector noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had button error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.